Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1, h2, and h6. As reported, when shuttling down, the shuttle of a 5f mynxgrip vascular closure device (vcd) was unable to completely shuttle down due to significant resistance. After the shuttle was moved forward and the sheath was drawn back only half of the advancer tubing was revealed. Therefore, the tech then deflated the balloon and held manual pressure. It was found that the sealant was still at the distal end of the device. There was no reported patient injury. The product was stored as per labeling and opened in a sterile field. The device was stored and handled as per the instruction for use (IFU). There was no damage noted to the packaging of the device prior to use. The device was prepped according to the IFU. The mynx was used in an interventional peripheral procedure. A retrograde approach was made. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The advancer tube was engaged/visible. There was no unusual force applied when retracting the sheath. The device storage temperature exceeded 25 degrees celsius. There was a slight kink in the sheath or device after removal. The product was not returned for analysis. A product history record (phr) review of lot f2020403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was not returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when shuttling down, the shuttle of a 5f mynxgrip vascular closure device (vcd) was unable to completely shuttle down due to significant resistance. After the shuttle was moved forward and the sheath was drawn back only half of the advancer tubing was revealed. Therefore, the tech then deflated the balloon and held manual pressure. It was found that the sealant was still at the distal end of the device. There was no reported patient injury. The product was stored as per labeling and opened in a sterile field. The device stored and handled as per the instruction for use (IFU). There was no damage noted to the packaging of the device prior to use. The device was prepped according to the IFU. The mynx was used in an interventional peripheral procedure. A retrograde approach was made. A 5f non cordis sheath was used. Femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The advancer tube was engaged/visible. There was no unusual force applied when retracting the sheath. The device storage temperature exceeded 25 degrees celsius. There was a slight kink in the sheath or device after removal. The device will not be returned for evaluation.